Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Manual operational test exhibited results that are within specifications. Battery contacts were deformed. Flex board, washers and o-rings were replaced as precautionary measure though the reported undersensing issue was not confirmed. Deformed battery contacts were replaced. Clear cover was replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, undersensing was detected several times. An inspection was requested by the facility so the external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.